Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was in offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer (fse) verified that the network cable was correctly connected and attempted to log in but was denied access. The fse rebooted the station, logged in directly as carefusion admin, but discovered that there was no internet protocol (ip) address, dns, or gateway present in the network adapter settings. Subsequently, the fse disabled and re-enabled the network adapter, accessed the nic settings, selected the option for dhcp to automatically assign an ip address, restarted the machine, waited for the connection to be established, and confirmed that it was then accessible. Finally, the fse launched the application, noted that the network icon was not visible, dialed into the station, logged in remotely, and verified that it was accessible, thus resolving the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was in offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.